Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The separation was noticed 20 mins into treatment. The product separated at the arterial connection. Estimated blood loss was 150cc's. Pt had no adverse effects and has continue with regular dialysis treatments. Sample is not returned.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.